Event description:
It was reported that the customer was hospitalized due to low blood glucose level (value not provided); details and nature of event were not provided. Reportedly, the customer alleged that the pump did not deliver insulin as intended; however, the alleged root cause could not be confirmed as customer declined troubleshooting with tandem technical support.